Event description:
The customer reports that while asymptomatic she obtained back to back results of 497 and 174 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.